Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, auxiliary drawer 1.2 failed, the user performed a recover storage space procedure and rebooted the device; however, the drawer continued to fail and the issue persisted.the customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device had a failed drawer that persisted after recover storage and reboot attempts. A field service engineer remotely assisted with reimaging the station, installed remote support service and eset, configured power settings, updated ram firmware, adjusted system time, configured network settings, and completed data synchronization. The system functioned as intended after the field service engineer repaired the device.